Event description:
It was reported that bluetooth setting on pump was greyed out and pump displayed cgm error 42 during use with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support, performed complete pump reset as instructed, confirmed error did not reappear after reset, and was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.